Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high, out-of-range pacing impedance and loss of capture. The lead also exhibited previous episodes of noise oversensing. No inappropriate therapies were delivered. The noise was reproduced with isometric testing in clinic. The patient was rv paced less than 1% of the time and had not experienced any adverse events. On (B)(6) 2018 the patient presented for the lead revision. Due to patient anatomy issues, the physician was unable to gain access and the procedure was stopped. The patient was stable throughout. The possibility of a subcutaneous implantable cardioverter defibrillator (ICD) system implant would be discussed. As of (B)(6) 2018, no further procedures had been scheduled. No further information was available.

Event description:
New information received on november 14, 2018 indicates that the patient's right ventricular lead was removed and replaced successfully on (B)(6), 2018.